Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. X-ray images of the initial stent placement, post stent implantation as well as of additional interventions were provided. On the basis of the evaluation of the images, no irregular stent placement or deficiency of the implanted stent could be identified. No relation between the reported in-stent restenosis and the device could be determined. Potential contributing factors to the event reported have been evaluated. Previous investigations of similar complaints have been reviewed. An in-stent restenosis may be caused by various factors and may even occur inside the target vessel and in non-defective stents that were correctly placed. Restenosis may be caused by neointimal hyperplasia, a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction or abnormal vessel geometry caused by stent implantation. Also an irregular stent placement as well as insufficient pre- or post-dilation may be potential contributing factors. An irregular stent placement also may lead or contribute to the reported stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release can lead to an irregular stent placement and subsequent stent fracture. Furthermore, insufficient pre- or post-dilation as well as highly calcified vessels, the patient's condition, the vessel anatomy or overlapping stent placement may be contributing factors to the reported stent fracture. On the basis of the information available and the evaluation of the images, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended. Furthermore, the IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." In addition, the IFU indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur with the use of peripheral stents.

Event description:
It was reported that an hourglass-shaped stenosis with increased flow was discovered 10 days post placement of the vascular stent in the femoral artery for treatment of a stenosis. As reported, no pre-dilation of the lesion had been performed but the stent was post-dilated. One month post stent implantation, a stent strut fracture was discovered; x-ray examination showed the stent significantly compressed in the middle section and two other sections of the stent were found to be compressed with an irregular stent strut structure. The stenosed region was dilated with insufficient result and therefore, a balloon-expandable stent was placed with good result. Six months post stent placement, the patient was symptomatic and an in-stent restenosis of the entire stent was detected. Therefore, pta and placement of a stent graft was performed. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable to provide any further patient or procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that approximately one month post implantation of the vascular stent, a stent strut fracture was discovered. Six months post stent placement, an in-stent restenosis was detected. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. X-ray images of the initial stent placement, post stent implantation as well as of additional interventions were provided. On the basis of the evaluation of the images showing the intervention performed 1 month post stent implantation, the stent was found to be significantly torqued. A stent fracture could not be identified. During the review of the x-ray images six months post stent placement, no additional irregularity of the implanted stent could be determined. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An in-stent restenosis may be caused by various factors and may even occur inside the target vessel and in non-defective stents that were correctly placed. Restenosis may be caused by neointimal hyperplasia, a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction or abnormal vessel geometry caused by stent implantation. Also an irregular stent placement as well as insufficient pre- or post-dilation may be potential contributing factors. The evaluation of the images showing the stent 1 month post placement confirmed that the stent was torqued respectively twisted. A twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release may contribute to an irregular stent placement. Additional contributing factors may be insufficient pre- and/or post- dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy. On the basis of the information available and the evaluation of the images, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended. Furthermore, the IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." In addition, the IFU indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur with the use of peripheral stents. Updated 'outcomes attributed to adv ev' due to receipt of additional information. Updated 'additional event information' due to receipt of additional images.

Event description:
It was reported that an hourglass-shaped stenosis with increased flow was discovered 10 days post placement of the vascular stent in the femoral artery for treatment of a stenosis. As reported, no pre-dilation of the lesion had been performed but the stent was post-dilated. One month post stent implantation, a stent strut fracture was discovered; x-ray examination showed the stent significantly compressed in the middle section and two other sections of the stent were found to be compressed with an irregular stent strut structure. The stenosed region was dilated with insufficient result and therefore, a balloon-expandable stent was placed with good result. Six months post stent placement, the patient was symptomatic and an in-stent restenosis of the entire stent was detected. Therefore, pta and placement of a stent graft was performed. There was no reported patient injury.